Event description:
An injector reported a pt who was skin tested with negative results and subsequently treated in the nasolabials and oral commissures on 5/10/99. On 6/2/99 the pt noted non-visible, local and small areas of redness in the nasolabial folds and the oral commissures. On 6/3/99, the pt was examined by the practitioner; no major visible symptoms were noted, except for local swelling; no redness, soreness or irritation was noted. The pt reportedly had been prodding and pulling the areas injected. The test site was asymptomatic. The pt also complained that she could not move her mouth properly; and of a small area of broken vessels at the site of two decaying back molars pointed out to her by her general practitioner. On 6/8/99, the pt complained of reness in corners of the mouth; 1/2 inch on the right, 3/4 inch on the left. The test site continued to be asymptomatic. The pt also complained of scar tissue pointed out by her general practitioner were no material was injected. The injector did not believe the scar tissue, tooth decay or broken blood vessels were product related. The local symptoms were probably product related. The pt's general practitioner prescribed antibiotics and the pt took anti-inflammatories and antihistamines on her own, which was not effective. The practitioner believed the local symptoms were possibly related to hypersensitivity.